Event description:
A customer reported experiencing no phaco power during a cataract extraction procedure. The system was exchanged and the case was completed following a 15 min delay. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and found the phaco good, however, torsion was weak. The company rep replaced the controller pcb (printed circuit board). The system was then tested and met product specifications. The root cause is unk at this time. (B)(4).